Event description:
Related manufacturing reference number: 2017865-2023-17772. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp released prematurely from the delivery catheter. The physician removed the catheter and noted the beads on the tethers were missing. The device was implanted successfully. The patient was in stable condition.